Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the adc freestyle libre 2 sensor displayed a "sensor ended" message and customer was therefore unable to check her glucose levels. Customer experienced symptoms described as "confusion, pushing herself, ocd and crazy thoughts" and subsequently lost consciousness. Customer had contact with healthcare provider who diagnosed her with hypoglycemia and she received a glucagon shot for treatment. No further information was reported as customer disconnected the call. There was no report of death or permanent injury associated with this event.